Event description:
Two (2) discordant falsely depressed sodium (na) and calcium_2 (ca_2) patient sample results obtained on an atellica ® ch 930 analyzer. The falsely depressed patient results were reported to the physician(s) and were questioned. The same sample was reprocessed on an alternate non-siemens instrument and on the original and an alternate atellica® ch 930 analyzers. The reprocessed results on all instruments were determined to be correct. The corrected report was not issued but the higher reprocessed result from the original atellica® ch 930 analyzer was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) and calcium_2 (ca_2) results.

Manufacturer narrative:
An outside united states ous customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed sodium (na) and calcium_2 (ca_2) patient results obtained on an atellica ® ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. The customer stated the affected sample was transported from another facility and possibly arrived partially frozen. The atellica ch 930 analyzer was working acceptably without any issues at the time of the event. Hsc concluded the investigation of the event is consistent with a preanalytical or sample integrity issue. A potential product issue was not identified. The analyzer is fully operational. The device is performing according to specifications. No further evaluation is required.